Event description:
Customer reported lost sensor alerts. Customer did not know the blood glucose reading. He said that he had been taking iron shots due to liver failure. He stated that there was a crack on the display screen and was not sure how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No crack lcd window noted. The device did communicate properly with minilink transmitter sensor and no lost sensor alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.